Manufacturer narrative:
Investigation summary: bd received a 24 gauge nexiva single port unit from an unknown lot for evaluation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer visually inspected the returned unit and observed that the pinch clamp was disengaged and the unit had traces of dried media present inside of the extension line. Next, a water/air leak test was performed and leakage was observed coming from the area inside of the nose of the winged adapter. The unit was then disassembled and inspected under a microscope. No damage to the tubing or adapter was identified that could have contributed to the observed leakage but the engineer did find two metal wedges inside the clear port of the winged adapter. This can lead to a leakage. Based off the visual/microscopic inspection and testing the engineer was able to verify the reported defect. Double metal wedges can occur during the manufacturing process. The manufacturing facility has been notified of this incident and the findings. A notification was issued by the manufacturing facility to all appropriate personnel to raise awareness of this incident and prevent recurrence. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked from the wing connection at the beginning of the infusion. The following information was provided by the initial reporter, translated from japanese to english: "after the start of infusion by using nexiva, leakage from near the insertion site was observed. The hcp withdrew the catheter and flowed saline from the catheter adapter to reproduce the issue. Then, leakage was observed from near the connection between the catheter and wing."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked from the wing connection at the beginning of the infusion. The following information was provided by the initial reporter, translated from (B)(6) to english: "after the start of infusion by using nexiva, leakage from near the insertion site was observed. The hcp withdrew the catheter and flowed saline from the catheter adapter to reproduce the issue. Then, leakage was observed from near the connection between the catheter and wing."